Event description:
It was reported that the device had pulled back. It was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure and this product was explanted. No adverse patient effects were reported.